Event description:
It was reported that the drainage valve of the compressor was defective. There was no patient harm reported. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with the compressor has been confirmed during evaluation of received problem description and service report. Our field service engineer (fse) was on-site for further investigation and found out that the drainage valve was defective and required replacement. No parts were returned for further investigation, hence, root cause of the reported issue could not be determined.